Event description:
It was reported that the suction tubing that was attached to the manifold came off during a case. A nurse had her back to the machine and had blood sprayed on her scrubs. Another rover was brought in to complete the case. There were no delays and no adverse consequences.

Manufacturer narrative:
The neptune was evaluated by a field svc rep and the complaint could not be duplicated. The manifold was not available for eval to determine if was clogged.